Event description:
It was reported that placement of the proglide sutures were attempted in the mildly calcified right common femoral artery using the perclose technique before an interventional procedure. The arteriotomy was a 6fr and during the interventional procedure the sheath was upsized to an 18fr sheath. Reportedly, when the plunger was removed, no sutures were attached. A second proglide was placed successfully. A third proglide device was placed and one suture came out of the artery, the second suture remained in the artery and was used to close the artery. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient was reported to be thin. The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.